Event description:
It was reported to the boston scientific corporation on november 5, 2008, that an ercp cannula was used in 2008. According to the complainant, when the soft tip of an 0.035" guidewire was inserted into the ercp cannula, the wire became stuck. Reportedly, the procedure was completed with an 0.025" guidewire and another ercp cannula device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.